Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of hi on the meter (over 33.3 mmol/l) with nausea, stomach ache, and increased thirst. The reporter indicated that the patient¿s blood glucose responded appropriately to an insulin injection and the blood glucose had decreased to 25 mmol/l and symptoms were resolving. The reporter indicated that the cartridge and tubing were found to have air bubbles in them. Troubleshooting of the event indicated that refrigerated insulin was used in the cartridge. This report is mad e based on the allegation that the patient experienced hyperglycemia related to the use of cold insulin in the cartridge.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.